Manufacturer narrative:
Kindly disregard the previous rationale. After further review the complaint is deemed to be valid, however the event is not reportable to FDA. Hence, follow up report is not necessary.

Event description:
It was reported that during a routine check, cardiosave intra-aortic balloon pump (iabp) may require maintenance. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review it was determined that the compressor was expired and there was no other malfunction with unit. Hence, the complaint is not valid and no follow up report is necessary.please cancel in your database.